Manufacturer narrative:
The ICD first underwent a visual inspection. In the process, a sparkover trace was detected on the ICD housing which indicates a sparkover between the hv conductor of the rv lead and the ICD housing. In addition, traces of abrasion were found on the ICD housing. Then the ICD underwent an electrical examination. It confirmed the clinical observation, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage of the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module led, in turn, to a permanently increased current uptake and subsequently to a discharge of the battery and the resulting inability to interrogate the ICD. Neither within the ICD nor in the connection system, there were any sparkover traces or short-circuits that could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Summary and conclusion: a sparkover between the lead and the ICD housing occurred during a shock delivery. This conclusion follows from both the damage manifestation of the damaged final shock stage and the sparkover trace on the ICD housing. The sparkover requires a damaged insulation of the hv conductor of the OEM lead. There were no indications of a material defect or a manufacturing error at the ICD.

Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 24 months, it was reported that the ICD could not be interrogated. The pt reports that he had "suffered a shock" on the morning. No deterioration of the pt's state of health was reported. The ICD was explanted.